Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps were found to be making a rattling noise at the proximal end inside the housing. The housing was removed for inspection and the instrument was found to have a dislodged flush tube cautery guide which most likely caused the noise in the housing. Upon visual inspection, the instrument was found to have broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted procedure, there was a rattling noise inside the housing of the tenaculum forceps. The procedure was completed and there was no patient injury.